Event description:
Upon reassessment of the reported event, it was determined to be not reportable. The locking ring/shell combination was loose in the packaging prior to use. No adverse events were reported as a result of this malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The locking ring/shell combination was loose in the packaging prior to use. No adverse events were reported as a result of this malfunction. The initial report was forwarded in error and should be voided.

Manufacturer narrative:
(B)(4). Foreign report source: (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that during the manipulation of the ringloc bi-polar diam implant, it was found that the ring was not fitted to the metal head as it should be and as such it was not possible to place the polyethylene. Attempting to place the ring in position caused some damage. Attempts have been made and additional information on the reported event is unavailable at this time.